Event description:
It was reported that the flow rate was too fast (infusion ended 15 hours before). Pt experienced nausea, digestive problems.

Manufacturer narrative:
Evaluation summary: the device involved in this incident has not been received for evaluation. Without the actual product, a complete analysis cannot be conducted. The info contained herein is based on the info provided by the initial reporter. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.